Event description:
While using the disposable miller size 3 blade for pt's intubation and direct visualization, blade broke at the attachment piece that connects it to the laryngoscope handle. Another blade was used successfully.